Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted into the patient.

Event description:
The patient was undergoing a stent-assisted coil embolization procedure in the anterior communicating (a-com) artery using penumbra smart coils (smart coils). During the procedure, the physician placed another manufacturer's stent device and another manufacturer¿s microcatheter into the target vessel. The physician then delivered four coils (a combination of penumbra coils and another manufacturer's coils) into the aneurysm. While attempting to advance a new smart coil through the microcatheter using the transcell technique, the physician did not mention any resistance; however, the microcatheter protruded out of the aneurysm many times and the physician had to repeatedly reposition the microcatheter and smart coil. Eventually, the physician decided to remove the smart coil from the patient¿s body. The physician did not mention experiencing any resistance while removing the coil. Upon removal of the smart coil, the physician noticed that the very end portion of the coil (about 3 centimeters from the delivery wire) had fractured and unraveled. Furthermore, the fractured fragment of the smart coil was missing. The physician then concluded that the missing fractured fragment was somewhere among the already-implanted coils within the aneurysm. The procedure was then completed using four new non-penumbra coils without further issues. It should be noted that the physician used a rotating hemostasis valve (rhv) throughout the procedure. There was no report of an adverse effect to the patient.